Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the clinical team requested low flow software due to frequent low flow alarms. The low flow alarms were due to malposition of the left ventricular assist device (lvad). This was confirmed with imaging. The patient was asymptomatic and was listed for transplant vs. Lvad exchange.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of pump malposition could not be confirmed through this investigation as no images were provided by the account. Additionally, the reported event of low flow alarms was confirmed by an onsite abbott representative. Although a specific cause could not be conclusively determined, the account indicated that the low flow alarms were caused by the pump malposition. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on the heartmate 3 left ventricular assist system (lvas) (B)(6) with no further issues reported at this time. No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. Section 4 outlines all system monitor operations and alarm messages. This section explains that the low flow hazard alarm will be triggered when pump flow is less than 2.5 liters per minute (lpm) and explains that changes in patient conditions can result in low flow. Section 5 outlines steps to ensure the proper placement of the pump and inflow cannula. Care should be taken to avoid orienting the inlet towards the interventricular septum as pump function will be compromised in the presence of inlet obstruction. The steps to adjust the orientation of the pump can also be found in this section. Section 7 outlines all system alarms and the recommended actions associated with them. No further information was provided. The manufacturer is closing the file on this event.